Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left bundle branch area pacing lead implantation using an uninterrupted monitoring of endocardial signals. Journal of cardiovascular electrophysiology. 2022;33:1055¿1057. Doi: 10.1111/jce.15427. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch area pacing. The article reports a patient who developed a fast progressive decrease in the myocardial current of injury (coi) during lead rotation during the implant. They had a premature ventricular contraction with a progressive change of the paced qrs complex and the lead dislodged. The drop of coi prompted lead repositioning despite apparently favorable pacing parameters and narrow paced qrs. There was a transient recovery of the myocardial coi and this confirmed perforation. The status/disposition of the lead appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.